Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a severe hypoglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) was at 38 mg/dl with symptoms of unsteadiness when standing and/or walking. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support (cts) agent reviewed the event with the reporter. Review of basal deliveries showed that they were correct and as programmed. Cts walk the reporter through a mock bolus programming and it was determined that the pump did not calculate the recommended bolus total correctly. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to an alleged incorrect calculation of the recommended bolus total by the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2015 with the following findings: the pump booted to the verify screen with audible and vibratory features. There were no errors, alarms or warnings during the 24 hour testing. The battery and cartridge caps were not returned, so test caps were used to complete testing. There were no alarms related to the compliant in the alarm history. An ezbg bolus and an ezcarb bolus were manually calculated and the pump correctly calculated and returned the same units. The pump¿s bolus calculation feature was found to properly functioning. The total daily doses added up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.